Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke after 9:40 minutes and 65,125 joules of use. The fiber tip had not been cleaned during the procedure. The fiber was replaced and the procedure was completed.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed and the cause that contributed to the reported event cannot be established,

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber found the glass cap and metal cap tip attached to the fiber. Analysis did identify a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed based on this finding. It is probable that the identified debris adhesion found on the surface of the metal cap during analysis contributed to elevated temperatures near the laser beam output window during the procedure. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the identified distal circumferential fracture.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke after 9:40 minutes and 65,125 joules of use. The fiber tip had not been cleaned during the procedure. The fiber was replaced and the procedure was completed.